Event description:
It was reported that the pacemaker exhibited an increase of p-wave sensing, decrease in r-wave sensing and an increase in atrial pacing. Upon review, it was discovered that the leads were connected into the wrong ports and was confirmed via fluoroscopy. The event was resolved by reconnecting the leads to their correct respective ports.